Event description:
It was reported that patients stimulator was not providing adequate relief. The patient underwent a spinal cord stimulation (scs) lead explant procedure. The explanted device will not be return per facility policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).